Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that patient experienced an infection at the ipg site. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The patient was administered both oral and IV antibiotics to address the issue.